Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small fragments of coil that was up behind') and pelvic pain ('significant pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy with removal of essure coils). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: pre and post-operative diagnosis: 1. Pelvic pain. 2. Uterine foreign body. Procedure- laparoscopy with bilateral salpingectomy with removal of essure coils and fluoroscopy. Indication for procedure: patient status post essure procedure. The patient has had significant debilitating pelvic pain. The patient had an increase in the development of pain after essure was placed. She was evaluated using pelvic ultrasound and counseled about the possible association of her symptoms and essure. The patient desired removal of her tube and coils. Operative report: the excess coil was removed on both sides in the uterine cornua. On the right side, the entire coil was removed and sent to pathology. With the tube on the left side, there was a small fragment of coil that was up behind that was confirmed with fluoroscopy. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of product technical complaint. Pelvic pain was added as event (indication for laparoscopy and essure removal). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small fragments of coil that was up behind') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy with removal of essure coils). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'medical device removal' was updated by 'there was a small fragment of coil that was up behind'. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.